Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damages were a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and broken battery tube threads.

Event description:
The customer reported via phone call that he was changing the battery last night and the casing around the battery compartment on the insulin pump broke and cracked. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that a piece broke off the battery compartment. Customer was just screwing in the battery cap when the damage occurred. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer will be receiving a replacement pump.